Event description:
Caller reported blood glucose results of 261 mg/dl, 71 mg/dl, and 168 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
It was reported to covidien on 03/08/2010 that a customer had an issue with an insulin syringe. The customer reported that his (B)(6) daughter injected him with insulin and then when she recapped the contaminated needle, the needle pierced through the cap and stuck her in the right index finger.